Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bypass, when the nurse tried to connect the reload they saw the connector of the reload broke. A new reload was open to complete the case. There was no patient injury.